Event description:
A customer stated the snap closure on an I-stat 6+ cartridge is difficult to close and cartridge did not remain closed. There was no report of any injury associated with the complaint.